Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic radical resection of rectal carcinoma procedure, the device was used to anastomose the distal part of the rectum. The device could not fire on the second stroke of the first firing and the jaws could not open. The surgeon operated following IFU to open the jaws but failed. Then the surgeon used another device, fired near the first staple line and removed the first device with tissue in the closed jaws. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): batch # m54r2j. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the manual switch worked properly and the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.